Event description:
Family member had pt ears pierced at a retail vendor, exact date is still unknown. One earring became embedded in pt's ear and they were taken to the doctor to have it removed on 7/7/00, pt was also prescribed antibiotics.